Manufacturer narrative:
This MDR is in response to a recent FDA audit request, specifically 'observation 1' from the FDA's establishment inspection report. An MDR was not originally submitted due to a mis-understanding of the requirements for reporting and because no injuries were reported or sustained in the incident. It was unknown at the time that a product malfunction without injury was sufficient to require this MDR. We have since gone back and reviewed all previous claims under the correct standard and are thus submitting this report in compliance with that standard.

Event description:
User describes weak seam coming apart on a haven canoy on the back panel where the mesh is sewn in to the fabric. Due to this failure, the mesh pulled away form the fabric and produced a large opening in the back panel that made the bed unusable. It was concluded that it was a failure at the seam where the mesh was sewn to the fabric and a new canopy was provided at no charge.